Event description:
Baxter (B)(4) received a report that one (1) infusor lv 5 device did not flow after filling. The device was filled with 230ml of 5-fu in saline. The flow was observed after filling but the flow was stopped right after connecting to the patient. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). No flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed and flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the sample. A batch review has been conducted which revealed product met all acceptance criteria for release. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.